Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a medication error was confirmed by the log review if the ikp allinfusiondetailreport (alaris pump detail ¿ cipro) attached to the file. The associated pcu event log was not provided by the facility. ¿ the event was reported to have occurred on 5 october 2024. The time 12:37 pm was reported. ¿ laboratory testing was not able to be performed due to no devices being returned for investigation. ¿ on 5 october 2024 at 11:36 am at the pump event log showed that the user programmed a secondary infusion of ciprofloxacin with a concentration of 400mg/200ml. However, the concentration of the IV bag was reported to have been 200mg/100ml. The infusion was started. ¿ at 11:43 am the pump alarmed for air in line. ¿ at 12:37 pm the pump module transitioned to primary infusion. ¿ at 1:40 pm the pump module alarmed for occluded patient side. ¿ between 2:33 pm and 4:00 pm the suspect pump module remained in use, infusing other drugs (meropenem and micafungin) as secondary infusions. ¿ the result of the medication error was an under infusion of the intended dose of 400mg. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ when the device is programmed and delivering in the secondary mode, the primary infusion is temporarily stopped, and fluid is drawn from the secondary container. Delivery from the primary container resumes when the fluid level in the secondary line is level with the fluid in the primary container. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause for the reported medication error is due to a use error due to an incorrect concentration entered for the infusion of ciprofloxacin. The concentration was recorded at 400mg/200ml; however, it was reported that the single IV bag concentration was 200mg/100ml., with both IV bags intended to be infused to provide a dose of 400mg.

Event description:
It was reported that the pharmacy dispensed two (2) separate bags of cipro 200mg/100ml(total dose 400mg) but one (1) bag was returned to the pharmacy uninfused. Customer ran the infusion detail report and it indicated a single bag was programmed as ciprofloxacin 400mg/200ml was infused at a rate of 200ml/hour as a secondary infusion. Medication infused from 11:36 - 12:37 and then transitioned to IV maintenance at 2ml/hr. The hospital clinical pharmacist indicated "there was no patient harm" and that the event was identified when one (1) of the two (2) bags was found uninfused in the patient cassette.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pharmacy dispensed two (2) separate bags of cipro 200mg/100ml(total dose 400mg) but one (1) bag was returned to the pharmacy uninfused. Customer ran the infusion detail report and it indicated a single bag was programmed as ciprofloxacin 400mg/200ml was infused at a rate of 200ml/hour as a secondary infusion. Medication infused from 11:36 - 12:37 and then transitioned to IV maintenance at 2ml/hr. The hospital clinical pharmacist indicated "there was no patient harm" and that the event was identified when one (1) of the two (2) bags was found uninfused in the patient cassette.